Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed salt deposits and spillage over the baths caused by a bent sampling probe; the leak from the sampling probe caused the tube holder to be unresponsive. The fse replaced the sampling probe and the rinse block assembly. (B)(4).

Event description:
The customer reported a leak when using the coulter act 5 diff cap pierce (cp). There was a drip from the needle (sampling probe) of the instrument. The customer also observed the probe was hitting the baths and dripping blood on top of the bath shield. The operator was wearing personal protective equipment of gloves and gown at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.